Event description:
The pt was implanted with a lifesite system in 2001. The pt presented with a "vre" infection. It was confirmed during follow-up that the pt had 5 previous catheters and had the "vre" infection prior to implantation of the lifesite system.